Event description:
It was reported that during an implant attempt, the atrial lead "sensed a lot of noise". It was also noted that noise was observed both from the analyzer and from the device once connected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found.